Event description:
A customer reported to beckman coulter (bec) that a unicel dxc 600i synchron access clinical system leaked fluid onto the floor, hydro smart module errors were generated and fluid was observed behind the low pressure regulator valve. No erroneous patient results were generated and there was no change or effect to patient treatment associated with this event. The operator wore a lab coat, gloves and eyewear while operating the instrument.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed cuvette overflow occurred and assigned the wash/vacuum probe #3 as the cause. The fse replaced the wash/vacuum probe to correct the cuvette overflow. The fse was unable to reproduce smart module errors and leaks from the low pressure regulator. (B)(4).